Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿sent to sco for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I replaced the upstream and downstream pressure sensors to clear the error that had been coming up. During the visual inspection I noticed that the right iui was corroded and that the top door hinge was cracked. I replaced both the iui and the door to correct this. The display board failed it's tests, so I had to replace that as well. I ran the unit through its pm tests and, after all the repairs, it passed them all.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿